Event description:
A surgeon reported that following intraocular lens (iol) implant surgeries of an unspecified number of patients, he is seeing microvacuoles on the lenses that have affected their visual acuity. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).